Manufacturer narrative:
Results of investigation: the reported complaint was able to be confirmed and duplicated. The problem was traced to manufacturing process. A part mosfet q210, fqa36p15 p/n: 68488 has failed and is shorting current resulting in a malfunction of the over current protection circuit.

Manufacturer narrative:
Field service rep (fsr) evaluation: a vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported. There are errors in the log but system is running. Also noted a low battery alarm at same time as motor fault/ hw failure. The device was powered on and dc indicators are not working. Then the keypad and overlay was replaced. Motor fault was reassembled and it power up but the power supply is getting hot and turbine driver indicator is out. Ordering parts and will return. Investigation still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced motor fault. It also stopped ventilating and it alarmed. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.